Event description:
During lead extraction case, dissection occurred to superior vena cava while using eximer laser. Product had recently been upgraded with tissue modeling done with physician and company rep along with md proctoring with rep.